Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the operation of the machine after tube placement, there were frequent gas leaks and alarms. However, after treatment, there was no result. Even after replacing the machine, the same situation persisted. After removing the tube, it was discovered that the balloon was leaking". As a result, a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40 cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. Bends to the iabc were noted at approximately 5.2 cm and 48.0 cm from the iabc distal tip. Two small zip ties were noted on the cathgard. A dried yellow media was noted on the cathgard. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The bladder thickness was measured at six points with measurements ranging from 0.0063 in-0.0067 in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60 cc lab-inventory syringe. Some blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 5.0 cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025 in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.2 cm and 48.0 cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.2 cm and 34.2 cm from the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this can cause a helium leak. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the operation of the machine after tube placement, there were frequent gas leaks and alarms. However, after treatment, there was no result. Even after replacing the machine, the same situation persisted. After removing the tube, it was discovered that the balloon was leaking". As a result, a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".